Event description:
As the surgery staff was prepping the surgery suite for their next patient they noticed a large pool of hydraulic fluid near the base of the or table. The table was removed and sent to biomed for diagnosis. When the biomed tech opened the table up the first thing he noticed was the hydraulic line to the seat section had a visible rupture. On closer inspection it was found that the set screws holding the right side cylinder bracket had broken allowing it to move freely. It appears that this is what caused the hydraulic hose failure.